Event description:
A baxter service representative reported an infusion pump with a triple alarm. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.